Manufacturer narrative:
The device was not returned; no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a cryoablation procedure using the arctic front catheter and flexcath steerable sheath, a perforation occurred possibly near the ripv while attempting to obtain occlusion with the arctic front catheter. The cause of the perforation is not known. The patient was taken to surgery. The tear seemed to seal itself and the tear could not be located by the surgeon on the anterior surface. The ablation was completed in the operating room. The patient was doing well.